Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, it was alleged that the universal side manipulator (usm) arm "turned around" after installing the vessel sealer (vs) instrument. The customer received phone assistance from the technical support engineer (tse). The user moved the usm arm back into position to resolve the issue. No further issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse confirmed the issue through the customer. Customer indicated that issue resolved after they ensured proper installation of the instrument on the usm arm. The customer confirmed no further issue recurrence after troubleshooting with the fse. No further issue identified. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.